Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced low and high blood glucose (bg) levels of 39 mg/dl and 500-600 mg/dl respectively, cause was unknown. Low bg was addressed by consuming carbohydrates. High bg was addressed with a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.